Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that customer received a power source alert. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. There was no adverse impact to the customer¿s blood glucose level. No further information was provided.